Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer experienced issues with the troponin t stat assay on the cobas e601 analyzer serial number (B)(4). The customer calibrated new pack of troponin t stat reagent on (B)(6) 2014 and the quality control results shifted high around 2sd. They calibrated the assay again on (B)(6) 2014 and the quality control results were still high. They attempted to calibrate again using fresh calibrator and the calibration failed three times. The customer replaced the reagent pack with the same lot number and calibrated. The controls then recovered on the mean. The customer repeated a patient sample that had a troponin t stat result reported earlier as 0.087 ng/ml and the result was 0.050 ng/ml. The repeat result was believed to be correct. They called the doctor with the corrected report. The patient was not treated based on erroneous result. There was no adverse event. The customer refused a service visit and stated the issue was a reagent/calibration issue.

Manufacturer narrative:
A specific root cause could not be determined. Based upon information provided for investigation, quality controls were high and the calibration results were low at the time of the event. Recalibration resolved the issue. An issue with the reagent kit is assumed to be the root cause. This issue was indicated by the elevated quality controls.